Event description:
It was reported by the patient that they were wearing the pod when seeking medical attention due to high blood glucose levels reaching 408 mg/dl. The pod was not delivering insulin, causing the high levels. Medical attention was sought on (B)(6) 2025, with a visit lasting 3 hours. Symptoms included nausea, and the diagnosis was high blood glucose levels. Treatment involved blood work tests, a urine sample, and fluids. The patient changed the pod on march 14th due to expiration, but the new pod failed to deliver insulin, leading to high glucose levels and ketones. The healthcare provider advised hospital treatment. The patient confirmed the pink slide moved forward, the cannula was properly inserted, and there was no redness, swelling, or insulin leakage at the pod site. The agent educated the patient on the pink slide, cannula status, and pinch-up method, offered clinical product specialist assistance, and sent information via email. The pod was discarded at the hospital.

Manufacturer narrative:
Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.3. Smartphone hardware: iphone15.4. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.